Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a 6 mm infusion set, noting visible blood at the infusion site and persistent elevated glucose, with a highest recorded value of 217 mg/dl over approximately three to four hours, without pump alarms or delivery stoppage; the user did not perform a confirmatory fingerstick and performed a guided infusion set change as troubleshooting and education were provided. Symptoms included none. Outcomes included no medical intervention and no external assistance. Investigation included user interview, device use history review, and troubleshooting focused on infusion site integrity and set replacement. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a suspected infusion site issue given the presence of blood and resolution trend after set change, and no evidence of device alarms or delivery interruption. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.